Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed. The device passed all functional testing. Evaluation did find minor scratches on the top cover and the front panel was slightly discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high flow insufflation unit prematurely shut off and had no lights. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be confirmed. The unit was found to have passed all functional tests and tested within specifications. Further, the unit was burned in for 3 hours and no problems were found. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.